Event description:
The device was implanted via v-p shunt on (B)(6) 2014 to the patient with subarachnoid hemorrhage (B)(6) the initial setting pressure is unknown. After implantation, the surgeon tried to change the setting pressure, but could not change even after flashing. Since the patient¿s condition was not improved, the revision surgery was conducted on (B)(6) 2014 and the device was replaced via l-p shunt using ns9008 connected with lumber catheter manufactured by other company. The setting pressure of the replaced valve is unknown. The surgeon suspects that a blood clot found in csf may have caused the failure. The patient is now followed.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: biological debris was noted in the valve housing. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. It was not possible to program test the valve due to the biological debris. It was not possible to pressure test the valve due to the biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering all of the valve mechanism inside the valve casing. Review of the history device records confirmed the valve product code 82-3101 with lot cplbzd, conformed to the specifications when released to stock on the 16th october 2013. The root cause of the problem found is due to biological debris found covering all of the valve mechanism inside the valve casing. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.